Event description:
It was reported that the right atrial (ra) pace impedance of the pacemaker system was greater than 3,000 ohms. The high impedance prompted the signal artifact monitor to switch the programmed vector for the minute ventilation feature to the unipolar configuration. No pacing pauses greater than two seconds were observed. The pacemaker and ra lead remain in service and no adverse patient effects were reported.